Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of patient, during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had a malignant colonic stricture that caused impaction. The physician intended on using the stent for palliation of the stricture; however, during the procedure the visibility was impacted by stool present in the colon. After the stent was halfway deployed, the physician wanted to reconstrain the stent and move it; however, it was difficulty doing so. The physician was able to reconstrain the stent, and when he went to deploy the stent again, it jumped out of the catheter and ended up on the proximal side of the stricture instead of evenly across it. It was reported that the physician did not attempt to reposition or remove the stent. After the stent was deployed, a radiograph was taken, and the stent was fully expanded. The procedure was completed with this device. The physician does not plan to implant an additional stent or remove the current stent. The patient was in stable condition post procedure; therefore was discharged and referred for a surgery consult (the patient could be a potential candidate for surgical resection).